Event description:
The reporter indicated that a 13.2mm vticm5_13.2; -12.50/2.0/088 (sphere/cylinder/axis) implantable collamer lens had been explanted from a patient's right eye (od). Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim#: (B)(4).